Event description:
It was further reported that the patient was discharged on the day after the (B)(6) 2011 cardiac catheterization procedure and was prescribed aspirin and clopidogrel. When the patient returned in (B)(6) 2012 coronary angiography was performed showing the 100% stenosis of the 3.00x32mm taxus element stent. The patient was discharged approximately 9 days later on prasrugel. Three days later the patient returned to the hospital and was admitted due to heart failure. Medication was given to treat the heart failure. The event was considered resolved after 4 days and the patient was discharged. Approximately 11 days later the patient was again admitted due to heart failure. Medication was given to treat the heart failure. The event was considered resolved after 2 days and the patient was discharged. Approximately 27 days later the patient was again admitted due to heart failure. Medication was given to treat the heart failure. The event was considered resolved after 2 days and the patient was discharged.

Event description:
It was further reported that in (B)(6) 2012 the patient present with symptoms of oppressive chest pain (lasting > 20 minutes) with no autonomic manifestations and was admitted on the same day. An mi was diagnosed (peak troponin I= 116 mcg/l, uln= 0.2 mcg/l), an ECG revealed q-wave mi with st elevation and anterior segmental changes, and ischemic symptoms were observed. The left anterior descending artery (target vessel) exhibited "total occlusion of thrombotic appearance" and "ulcerated plaque in the proximal edge of the stent".

Manufacturer narrative:
Describe event or problem, relevant tests/lab data and patient codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical trial. It was reported that subsequent to a stenting treatment procedure stent thrombosis occurred. The patient presented with unstable angina in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 90% stenosed lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.00mm and a lesion length of 30mm. A 3.00x32mm taxus element stent was deployed, resulting in 0% residual stenosis. In (B)(6) 2012, the patient returned and 100% stent thrombosis was detected in the 3.00x32mm taxus element stent. An unspecified bare metal stent was deployed to treat the thrombosis, resulting in 0% residual stenosis. Unspecified medication was also given to treat the event. The patient was discharged approximately 9 days later and the event was considered resolved.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).